Event description:
Customer reportedly obtained results of 254 mg/dl and 100 mg/dl on the advantage system within 10 minutes. An additional comparison reports results of 100 mg/dl and 267 mg/dl on the advantage system within 10 minutes. No action taken on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.